Manufacturer narrative:
Correction: h6- investigation conclusions, investigation findings, and type of investigation code should reflect device not being returned.

Event description:
Related manufacturer reference number: 2017865-2022-02876. It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure on (B)(6) 2022. Prior examination of the rv lead revealed high pacing impedance. Conductor fracture was alleged on the rv lead as well. During the replacement procedure, a guidewire was unable to be passed through the new left ventricular (lv) lead and became stuck on the lv lead, with malfunction alleged on the lv lead. The lv was not used and the rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.